Event description:
The catheter was attached to the pt's tracheostomy tube when the ventilator was allegedly disconnected and the pt was "bagged" by a nurse. After checking the ventilator which appeared to be functioning correctly, the therapist realized that the problem may be with the catheter. The catheter was disconnected and replaced and there was no pt injury.